Event description:
On july 8, 1993 the plv ventilator in question was placed in the patient's home to allow for the patient owned ventilator of the smae make aand model to be returned to the manufacturer for routine schedule maintenance. The functional test prior to delivery of the loaner indicated proper functioning. At 4:45 am on july 9, 1993 the loaner ventilator ceased to function. With subsequent attempt to turn the ventilator on, it would go through its initial self-test, alarm and would not function. The pt owned ventilator waaas returned to the home at 5:15 am on july 9, 1993.the pt is on noccturnal ventilation only and suffered no ill effects. The manuf., via the district office, was notified of the incident during business hrs of the morning of july 9, 1993. The loaner ventilator was returned to the manufacturers district office in carol stream, il for evaluation.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.